Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons. Additional information revealed that the lead presented loss of capture (loc) and placement difficulties during repositioning procedure. The reason for the revision was that both ra and rv leads in this system were dislodged. The issue was solved implanting another lead. No additional adverse patient effects were reported. The lead is not expected to return.